Manufacturer narrative:
(B)(4). Results of investigation: the main printed circuit board assembly was routed to the failure analysis lab however an investigation could not be performed as the inverter pin was missing from the board.

Event description:
The customer stated that while on a patient this unit alarmed transducer fault. There was no harm to the patient at the time of the event.